Event description:
It was reported that the programmer spontaneously turned off while booting up and was unusable.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior, that is due to an internal battery depletion.

Event description:
It was reported that the programmer spontaneously turned off while booting up and was unusable.

Event description:
It was reported that the programmer spontaneously turned off while booting up and was unusable.